Event description:
It was reported that insufficient ice occurred. Nine needles were selected for a renal cryoablation procedure to ablate a kidney tumor. During the second freeze period, however, 8 of the 9 icerod needles did not freeze as was observed with computed tomagraphy (CT). The failing needles were switched to different ports in their channels and all worked. The procedure was completed, and there were no patient complications reported.